Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The supplier returned the power management board to the getinge national repair center (nrc). It was noted that the supplier replaced defective q27, q49 and the power management board passed all of their testing. A getinge senior repair technical installed the power management board into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual and per procedure. The power management board passed testing and was then placed into stock per procedure.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The technician then installed the power management board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and verified the reported failure of batteries not charging when system is installed into hospital cart with ac power applied. The power management board is being sent to the supplier per procedure and needs (B)(6) performed. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) that encounter the issue, replaced the power management board to resolve the failure. Verified unit calibrated and passed all functional and safety tests per factory specifications, iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (may 2019 through apr 2020) was reviewed. There were no triggers identified for the review period.